Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail 9/2.0 mm balloon ruptured at 10 atms on the initial inflation. Initially, the lesion had been predilated with a smaller balloon from another manufacturer, then was further dilated with the maverick2 monorail 9/2.0 mm balloon. The maverick2 monorail 9/2.0 mm balloon was removed and replaced with a maverick2 monorail 15/2.0 mm balloon which also ruptured at 15 atms on the initial inflation. (Rbp = 12 atms) the balloons were being used to predilate the lesion for placement of a taxus stent. No patient injuries or complications were reported. Same case as manufacturer's report # 6000093-2004-000749.